Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that in a bypass gastric , the blade of harmonic hdi was broken in the middle when it was working in the bowel. The broken piece had 6 mm. The procedure was completed successfully. No patient consequence.